Event description:
It was reported that upon removal of the delivery system from the pt, the inner sheath detached from the delivery system. However, the inner sheath was still located inside the outer sheath after being removed from the pt. There is no report pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.